Event description:
A doctor's office alleged that one (1) of their employees experienced respiratory issues with symptoms of shortness of breath and headache, after using cavicide.

Manufacturer narrative:
The employee went to the emergency room, and after numerous tests she was prescribed prednisone. Over a one year span the employee made multiple visits to the emergency room and they refilled her prednisone two additional times. To date, the employee is doing fine and has no pending appointments or issues. No product was available for return and no lot number was provided; therefore, no investigation can be conducted.